Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and was lightheaded. The left ventricular (lv) lead showed intermittent capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.